Event description:
The facility contacted baxter (B)(4) to report an interlink extension set with a 'black particle [that] was observed at the tip of the male luer.' It was reported to have occurred before use. There was no patient involved, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection baxter confirmed that there was embedded particulate matter on the 2 piece luer lock body; the cause is unknown.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.